Event description:
It was reported that right after the right ventricular (rv) lead was implanted the physician noted the lead to have higher defibrillator impedance than normally expected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.